Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The battery was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported that outside of a procedure during preventative maintenance, it was discovered that the x-ray battery charger #1 had a bad bank and was not charging. There was no patient present.

Manufacturer narrative:
The battery charger was returned to the manufacturer for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. The charger failed a visual inspection due to leaky caps, the led was not lit and it failed the bench test due to a board short. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that outside of a procedure during preventative maintenance, it was discovered that the x-ray battery charger #1 had a bad bank and was not charging. There was no patient present.